Event description:
It was reported that during preparation for a stenting treatment procedure, the stent was damaged. When the packaging was opened it was observed that the 10x42mmx10cm wallstent was broken. No damage was observed to the packaging. The procedure was completed with another 10x42mmx10cm wallstent. No complications were reported.

Event description:
It was reported that during preparation for a stenting treatment procedure, the stent was damaged. When the packaging was opened it was observed that the 10x42mmx10cm wallstent was broken. No damage was observed to the packaging. The procedure was completed with another 10x42mmx10cm wallstent. No complications were reported.

Manufacturer narrative:
Device evaluation: a visual examination of the returned device found that the stent was fully mounted. The blue outer sheath was separated at approximately 27 mm distal to the distal end of the t-bar connector and wire braiding was visible in this area. The inner lumen was also kinked in this area, 34 mm distal to the distal end of the t-bar connector. It was not possible to retract the outer sheath by hand due to the separation of the outer sheath, so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the deployed stent or the inner lumen (apart from the previously mentioned kinking). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).